Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the reagent bead mixer and performed system cleanings. He conducted performance testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas 6000 e 601 module. Before patient testing, the customer was aware of the bent reagent bead mixer. The initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The customer used the same analyzer and a cobas e 411 immunoassay analyzer for repeat testing. The patient's initial probnp result was "<5 ng/ml." The patient's repeat result on the same analyzer was 7700 ng/ml, and the patient's repeat result on an e411 was 7900 ng/ml. The probnp reagent lot number and expiration date were requested but not provided.